Event description:
It was reported that, while stimulation was on, the patient was feeling a charge going down both of his legs. It was clarified that the patient was feeling stimulation down both of his legs and that was not where he wanted to feel it. They also noted their device was not working. The patient had tried adjusting stimulation but it did not resolve the issue. The patient was directed to find a healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).